Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted that the right atrial lead exhibited noise that was oversensed by the device. An episode of automatic mode switch was also noted. No intervention was performed. The patient was in stable condition.